Event description:
It was reported that the pace/sense portion of the lead was capped and replaced with a competitor pace/sense lead due to low sensing. Both leads were explanted for new sensing issue with competitor pace/sense lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.